Event description:
It was reported that a patient presented through remote transmission. It was observed that the pacemaker exhibited no telemetry. Patient condition was stable.

Event description:
New information received noted that the pacemaker was found to be connected. No further information provided.